Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback prograsp forceps (ffpf) instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.043" at the swaged end compared to the nominal pin diameter. Measurement results suggest the pin was not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced difficulty removing the force feedback prograsp forceps (ffpf) instrument from one of the arms because a pin was dislodged and prevented the instrument from retracting through the cannula. The customer manually pushed the pin back into place and was then able to remove the instrument from the cannula. The procedure was completing as planned with no reported injury.